Event description:
Rptr, states, revision surgery due to plastic wear of the patella and tibial insert. The femoral and tibial baseplate were well fixed. The pt requested a complete revision of all components and the surgeon complied.

Manufacturer narrative:
Summary of evaluation: the tibial component cannot be evaluated for reported wear as it has not been returned for evaluation. The policy of the hospital is not to release the device. Add'l MFR info: two requests for add'l info have been sent to the user facility. Add'l info is unobtainable.